Event description:
It was reported that this lead was surgically abandoned. Further information was received that this lead fractured years ago. The device was then programmed to aai. During a device changeout procedure due to normal battery depletion (nbd), the physician implanted a single chamber device and opted to surgically abandon it. No additional adverse patient effects were reported.